Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma.

Event description:
Healthcare professional reported "patient came in for a hematoma evacuation on left side implant but was unable to eject due to bubbling of the implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation, creases and voids. A weight test of the device was verified and the device was within specification. In addition, was clarified that the device was observed with voids however it was not received in their primary or secondary packing. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: observed a void are seen in the explant, but the device was implanted not considered workmanship.

Event description:
Healthcare professional reported "patient came in for a hematoma evacuation on left side implant but was unable to eject due to bubbling of the implant." Device has been explanted.